Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a trial patient. It was reported that the patient started their trial on the day of the report. Since starting it, they were unable to urinate and had not been able to void. They spoke with a nurse and was told to turn the stimulation off. On (B)(6) 2017, it was reported that they were also feeling cramping and was uncomfortable with the stimulation. It was noted that the issue was resolved at the time of the report. There were no device issues or further complications reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.